Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 821813-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, premenstrual syndrome, fibromyalgia and heartburn. Concomitant products included gabapentin, naproxen, omeprazole and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced bladder disorder ("bladder problems/ bladder or urinary problems or changes "), urinary tract discomfort ("urinary problems/bladder or urinary problems or changes") and pollakiuria ("frequent urination"). In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced food allergy ("developed food sensitivity/ caffeine sensitivity/caffeine gives me headache"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating/most food cause bloating") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2015, the patient experienced hot flush ("developed hot flashes"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pain ("pain all over"), arthralgia ("hips pain/ knee pain"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), musculoskeletal pain ("shoulder pain"), parosmia ("hearing and sense of smell"), uterine leiomyoma ("uterine fibroids") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)/hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, food allergy, cystitis, urinary tract infection, bladder disorder, urinary tract discomfort, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, abdominal discomfort, pollakiuria, arthralgia, back pain, neck pain, abdominal pain, musculoskeletal pain, uterine leiomyoma and abdominal pain lower outcome was unknown, the alopecia and pain was resolving and the parosmia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, pain, parosmia, pelvic pain, pollakiuria, urinary tract discomfort, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion preliminary scout image of pelvis demonstrates bilateral essure coils from tubal ligation. No intraperitoneal spills are seen in both sides. The left tubal ostia had 1. _ and the right tubal ostia had three 2. Concerning the injuries reported in this case, the following one were reported via medical record confirming events back pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 821813) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, premenstrual syndrome, fibromyalgia and heartburn. Concomitant products included gabapentin, naproxen, omeprazole and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. In june 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract discomfort ("urinary problems") and pollakiuria ("frequent urination"). In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). In september 2014, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating") and abdominal discomfort ("abdominal discomfort"). In october 2015, the patient experienced hot flush ("developed hot flashes"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), food allergy ("developed food sensitivity/ caffeine sensitivity"), pain ("pain all over"), arthralgia ("hips pain/ knee pain"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), musculoskeletal pain ("shoulder pain"), parosmia ("hearing and sense of smell") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (surgical removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, food allergy, cystitis, urinary tract infection, bladder disorder, urinary tract discomfort, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, abdominal discomfort, pollakiuria, pain, arthralgia, back pain, neck pain, abdominal pain, musculoskeletal pain and uterine leiomyoma outcome was unknown, the alopecia was resolving and the parosmia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, pain, parosmia, pelvic pain, pollakiuria, urinary tract discomfort, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion preliminary scout image of pelvis demonstrates bilateral essure coils from tubal ligation. No intraperitoneal spills are seen in both sides. The left tubal ostia had 1. _ and the right tubal ostia had three 2 concerning the injuries reported in this case, the following one were reported via medical record confirming events back pain, headache, most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-all relevant medical history, concurrent condition was added. Events hot flush, vaginal haemorrhage, menorrhagia, food allergy, cystitis, urinary tract infection, bladder disorder, urinary tract discomfort, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal distension, abdominal discomfort, pollakiuria, pain all over, arthralgia, back pain, neck pain, abdominal pain, musculoskeletal pain, parosmia and uterine leiomyoma were added. Follow-up 1 and 2 processed together. On (B)(6) 2018: follow-up 1 and 2 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 821813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, premenstrual syndrome, fibromyalgia and heartburn. Concomitant products included gabapentin, naproxen, omeprazole and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced bladder disorder ("bladder problems/ bladder or urinary problems or changes "), urinary tract discomfort ("urinary problems/bladder or urinary problems or changes") and pollakiuria ("frequent urination"). In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced food allergy ("developed food sensitvity/ caffeine sensitivity/caffiene gives me headache"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating/most food cause bloating") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2015, the patient experienced hot flush ("developed hot flashes"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pain ("pain all over"), arthralgia ("hips pain/ knee pain"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), musculoskeletal pain ("shoulder pain"), parosmia ("hearing and sense of smell"), uterine leiomyoma ("uterine fibroids") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)/hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, food allergy, cystitis, urinary tract infection, bladder disorder, urinary tract discomfort, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, abdominal discomfort, pollakiuria, arthralgia, back pain, neck pain, abdominal pain, musculoskeletal pain, uterine leiomyoma and abdominal pain lower outcome was unknown, the alopecia and pain was resolving and the parosmia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, pain, parosmia, pelvic pain, pollakiuria, urinary tract discomfort, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Preliminary scout image of pelvis demonstrates bilateral essure coils from tubal ligation. No intraperitoneal spills are seen in both sides. The left tubal ostia had 1. _ and the right tubal ostia had three 2. Concerning the injuries reported in this case, the following one were reported via medical record confirming events back pain, headache. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Reporter information. Indication female sterilization and removal date was added. Event: right lower quadrant pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.